Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a procedure performed on (B)(6) 2025. According to the complainant, the device was noted leaking on (B)(6) 2025, and on (B)(6) 2025, the peg tube was completely expelled. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the family member of the patient. The healthcare facility is: (B)(6). Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated.